Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was on "auto-on." A replacement unit was used to complete the procedure. There were no pt effects. A replacement unit was requested. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).